Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the device was received for evaluation. A visual inspection was performed, and identified the light blue pull ring dislodged from the drain line port and loose in the returned sample specimen bag. The reported condition was verified. The cause of the condition was undetermined; however, the cause was likely related to coiling, packaging, and handling during manufacturing and/or shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap (pull ring) of the (B)(4) integrated apd set w/cassette was observed to have fallen off the set. It was further reported, ¿when the patient opened the overwrap, the patient cap fell out". This was observed during set up of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.